Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had sensor glucose versus blood glucose differences and insulin delivery was suspended inappropriately. The customer stated they had a sensor glucose value of 46 mg/dl and a blood glucose level of 177 mg/dl. No harm requiring medical intervention was reported. Troubleshooting was completed but did not resolve the issue. The sensor will not be returned for analysis.